Event description:
A customer contacted beckman coulter inc. (Bec) in regards to erroneous elevated accutni result above the acute myocardial infraction (ami) cutoff for one patient and within the risk stratification range for a second patient. The results were generated by the access 2 immunoassay analyzer. The erroneous results were not reported out of the laboratory. The results did not match the clinical picture of the patients the samples were repeated on the same unit and lower results were obtained. The samples were also retested on an alternate method and negative results were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Patient samples were collected in serum and plasma sample tubes. The plasma samples were collected in green top lihep tubes. The samples were centrifuged in a swinging bucket centrifuge at <5000 rpm for an unspecified time. Qc was performing within the customers established ranges at the time of the event. System checks performed on (B)(6) 2011 both passed within instrument specifications. On (B)(6) 2011 a bec field service engineer (fse) replaced the wash pump and the precision pump assemblies due to cracks. Fse replaced the rotors and stators on the wash and precision valves. Fse performed a passing high sensitivity system check within instrument specifications after completing repairs. Although repairs were completed at the time of service, a definitive root cause for this event has not been determined to date.